Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the colon during an endoscopic balloon dilation procedure performed on (B)(6), 2023. During the procedure, when the balloon was dilated once at 10 mm, the balloon ruptured when pressure was attempted to increase the balloon diameter. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.